Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event is unknown.

Event description:
It was reported that patient underwent mis and plif surgery on unknown date. Post-op, it was found that artificial cage was back-out. The surgeon experienced the same event three times. All of them occurred at an angle of 12 and at l5/s. It did not reach inside the spinal canal but obviously backed-out. The surgeon commented that he was not sure if the ro caused back-out or not but he decided to use other shape of cage and see how it goes for a while. Patient complications were reported unknown.